Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 and 47 mg/dl and the sensor was reading low in 200s mg/dl. The customer was treated with food and blood glucose came up. The customer also report received sensor updating then change sensor alarm. The customer declined troubleshoot for issues. The insulin pump will not be returned for analysis.